Event description:
Surgeon reported the lens tore during insertion and caused iris trauma. The iris was stuck in between the parts of the torn lens. An iridotomy was performed. Pt's vision decreased due to severe inflammatory reaction in the anterior chamber with iris manipulation.